Manufacturer narrative:
Concomitant medical products: lnq11 linq, implanted: (B)(6) 2016, w1dr01 ipg, implanted: (B)(6) 2019, 407658 lead, implanted: (B)(6) 2019, 97754 neuro recharger, 97740 neuro programmer . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the ventricle. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.